Event description:
The report states that the patient and his visiting home care nurse called to report that the last 3 foley catheters they have inserted have burst in short periods of time (maximum indwelling was just over 2 weeks of 4 expected). The patient did not keep any of the defective catheters. It states that the fill rate was confirmed correct, used pre-filled 10ml syringe-sterile water, and that he has used this product 4-5 years with few issues. His nurse confirmed he does have stones and sediment, but that this has been a constant for the past several years as well. They do need 3 replacement 171305180 sent as soon as possible.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted. In the absence of any actual or representative sample for investigation , further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states that the patient and his visiting home care nurse called to report that the last 3 foley catheters they have inserted have burst in short periods of time (maximum indwelling was just over 2 weeks of 4 expected). The patient did not keep any of the defective catheters. It states that the fill rate was confirmed correct, used pre-filled 10ml syringe-sterile water, and that he has used this product 4-5 years with few issues. His nurse confirmed he does have stones and sediment, but that this has been a constant for the past several years as well. They do need 3 replacement 171305180 sent as soon as possible.